Event description:
It was reported that a physician untrained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, the device failed. Closure was reportedly not successful; therefore, manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4) (operator untrained), (B)(4). The starclose se device should be used only by operators trained in diagnostic and therapeutic catheterization procedures who have been certified by an authorized representative of abbott vascular inc. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.